Event description:
Allegedly, the patient experienced pain and mom soft tissue reaction.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2014-00083, -00084, -00086. This report will be updated when investigation is completed. This event occurred in the (B)(6).